Event description:
It was reported that during a tonsillectomy and adenoidectomy,the device overheated and the electrode wire melt. The procedure was completed with a backup device with no significant delay or patient injury reported. The device did break inside of the patient but all the pieces were removed.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows moderate electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The top electrode is worn however did not indicate any overheating. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the returned wand was activated in saline solution using a known good controller. The device produced reduced plasma as intended on all three electrodes. The suction- and the saline line were tested and performed fluently as intended. The complaint was not verified and the root cause could not be determined due to expected wear and tear. Possible factors which contribute to the reported event are: (1) suction pressure/lumens at the customer facility might not be able to perform the recommended saline value causing a reduced performance of the devices and unexpected wear of the electrodes.